Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The mother reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The mother also reported that her son was throwing up for an hour. The mother stated that her son was on manual injections already. The mother was advised that the insulin pump will need to be replaced. The mother was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage in keypad assembly noted. No button error alarm noted. Inspected connector on lcd connector and no unlocked connector noted. The insulin pump had cracked case at display window corner and minor scratched display window.